Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that the lead ¿came loose¿ and was replaced. Follow up was attempted with the patient physician's office but was unsuccessful. No patient complications have been reported as a result of this event.